Event description:
A home patient's spouse contacted baxter's technical service center and stated the home patient connected before priming the patient line. Baxter's technical service center instructed the home patient's spouse to disconnect the home patient and start over with new supplies. No patient injury or medical intervention was associated with this report per the home patient's spouse.